Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required to search the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product info. Provided info stated excessive slope of the tibial tray was a contributing factor. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
The clinical form indicated x-rays were not available for review. A search of the complaint database did not show any additional reports against the product code and lot code combination. The investigation could not draw any conclusions about the reported event based on the newly provided information. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address pain and osteolysis. Revision surgery found wear on the post of the insert attributed to too much slope in the tray.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.